Manufacturer narrative:
Internal components were evaluated which revealed the presence of corrosion on the motor, rotor and bearings.

Event description:
It was reported that during testing at the manufacturer , the device operated automatically without user activation. There was no patient involvement and no adverse consequences alleged with this event.